Event description:
It was reported that a patient experienced hypoglycemia with fingerstick glucose values of 45 mg/dl followed by 43 mg/dl while using the ilet system, after the patient¿s father noted a recent factory reset due to frequent low readings and the care team confirmed that low glucose alerts were functioning. Symptoms included shaking, dizziness, numbness in the arms, and sweating at the neck. Outcomes included the need for oral carbohydrate intervention and monitoring, with no reports of hospitalization or long-term sequelae. Investigation included review of device alert functionality and user-reported history. Investigation of this case revealed that the device alarms operated as expected and the event was addressed by oral glucose administration, with no device malfunction identified. It was concluded that hypoglycemia occurred with cause unclear and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.